Event description:
It was reported that a device user experienced a dosing stopped alert, prompting a request to review device logs to assess whether dosing ceased due to user error during a cartridge change or lack of insulin. No reported symptoms. Outcomes included the need for user troubleshooting and education. Investigation included review of device logs. Investigation of this case revealed that the device detected very low to out-of-drug status, and dosing stopped due to the insulin reservoir being depleted and user being unaware. It was concluded, based on established findings for similar reports, that the cause was user management issue related to running out of insulin rather than device malfunction.